Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 insulin pump at the time of the event. On (B)(6) 2026 at approximately 13:30, the patient reported experiencing symptoms including weakness, dizziness, and excessive thirst. No treatment was administered prior to seeking emergency assistance, and the patient called 911. The patient reported that cgm readings around that time were fluctuating, with values observed at 174 mg/dl, subsequently 90 mg/dl, and later 100 mg/dl. No fingerstick blood glucose (fsbg) measurement was obtained prior to the arrival of emergency medical services (ems). Upon ems arrival, the patient reported that the cgm was displaying ¿high.¿ an fsbg measurement obtained by ems indicated a value of 35 mg/dl. No treatment during ems care was documented, and the patient was transported to the emergency department (ed). At the ed, the patient reported that the cgm continued to display an unspecified high value while fsbg readings remained approximately 35 mg/dl. The patient was treated with intravenous glucose and glucagon and reported symptomatic improvement following treatment. The patient remained in the ed for less than 24 hours and was discharged. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.